Event description:
The user received false negative troponin t results for one patient. No units of measure were provided. A sample measured using instrument (B) (4) and strip lot number 22662940 gave a result of 0.33. A separate sample from the patient tested in the lab gave a result of 0.46. The patient was re-tested on meter (B) (4) and the result was <0.03 (negative), the same sample was then sent to the lab and the result was 0.6 (positive). The sample was re-tested with another (B) (4) meter from another ward using strip lot number 22663040 and the result was 0.46. No information was provided to determine if the erroneous results were reported. The user stated "the patient had raised ck and didn't come to any harm" and the patient "had already been given acs treatment".

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a patient underwent a sling procedure between (B)(6) 2007 and (B)(6) 2009. The patient presented with a mesh erosion by twelve weeks post-procedure. No further information was provided relating to this event.

Event description:
(B)(6).according to the information recieved, the tip of the catheters are missing in the package.

Manufacturer narrative:
The cardiac reader and strips were tested and all results met specification. No malfunction was observed and no abnormalities could be detected upon technical instrument inspection. The failure reported by the customer could not be reproduced. The patient was not adversely affected.